Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that multiple surgeons have expressed that during intraocular lens (iol) implantation, they were experiencing the lens advancing into the sulcus instead of the capsular bag. Additional information was requested.